Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter email: (B)(6).

Event description:
It was reported that the log file displayed driveline fault alarms during the first 19 days of the file.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported driveline fault alarm. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this finding could be indicative of an issue with the driveline; however, a specific cause for the alarm could not be conclusively determined through this evaluation. The submitted log file contained events and data from 24nov2022 through 14dec2022, per the timestamps. An active driveline fault alarm that was manually silenced was captured throughout the entirety of the file. No other notable events or alarms were captured. The pump operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6, ¿patient care and management¿, covers wear and tear to the driveline. Section 7, ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault alarms) and how to respond to such events. The heartmate ii lvas patient handbook, rev. C, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Additionally, the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was doing well and would continue to be monitored.